Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was tested and passed all functional and safety tests. Based on the results of the legal manufacturer's investigation, the root cause of the phenomenon could not be identified. If additional applicable information is identified, a supplemental report will be filed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As noted, the rep called in and stated that the cv-190 was producing a flickering image during install. There was no additional information provided on the event. An RMA number was issued for the unit to be returned and evaluated. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales support representative (rep) called in to report that the evis exera iii video system center was producing a flickering image during installation. There was no patient involvement during this event.